Manufacturer narrative:
Update section d - primary UDI number.

Manufacturer narrative:
The initial medwatch was submitted inadvertently. As the report was submitted via mfg report # 3013756811-2025-169320.

Event description:
It was reported that the insulin gauge displayed an amount different than expected. There was no reported impact to the customer¿s blood glucose level. No further information was available.